Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was tested on an in-house system showing 1 life remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the yellow port before the tip of the permanent cautery hook was creating a spark. The procedure was completed with no reported injury.